Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and to provide the completed investigation results. The evaluation reported in follow up no. 1 was conducted based on the sample not being returned. However, the sample has been returned. A 6fr angioseal vip device was received for evaluation. The device was returned with the header bag, polyfoil pouch, and arteriotomy locator. The returned components were subjected to visual analysis. No anomalies were noted on the returned arteriotomy locator. The carrier tube assembly was properly mated with the hemostatic sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was no presence of blood-like substance on the returned device. At the distal tip of the hemostatic sheath, the anchor could be seen posted as expected when the deployment sleeve is in the rear lock position. Functional testing was performed by applying digital pressure to the anchor. The collagen and tamping tube were released under the pressure applied to the anchor. There were no anomalies noted with the deployment of the device. The complaint could not be confirmed. No functional anomalies were found during functional testing. The returned device had no remnants of dried blood like substance. There were no anomalies noted with the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - requested but not provided. Ethnicity - requested, information not received. Race - requested, information not received. Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device has not been returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after performing pci and conducted a vascular closure, they took the angioseal out from package, and conducting operation. The following information was provided by the user facility: when finishing they adjusted the angle of the anchor and pulled the whole system out, the anchor did not hang on the vessel wall and had been taken out with the system. It was reported that they opened a new angioseal and it worked as usual. The operation had finished smoothly. It was reported that the patient's physical condition is stable.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.